Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set was leaking from the tubing filter junction. This occurred during a 20 minute infusion of decadron. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with satisfactory results. The sample failed the clear passage and underwater leak test which revealed a leak in the on the filter component. The leak was due to nonconforming material from a supplier. The supplier was notified of the issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.